Event description:
The customer reported that after completing a pt procedure, the home (unload) button on the right gantry control panel became stuck engaged, causing the couch to continue moving after the button was released. The operator pressed and released the button again to stop the couch movement. A philips field service engineer (fse) confirmed there was no rescan or harm to the pt or operator. The fse replaced the right gantry control panel which resolved the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6) hospital, reported that the home button on the right gantry panel is getting stuck. The operator pressed and released the button again to stop the couch movement, for brilliance 64 slice CT system. The system was in clinical use at the time that the issue was discovered. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. The fse confirmed that the home button was stuck engaged on right gantry control panel. The estop was closed by the user and the patient was lowered and removed. The fse determined that the button had become stuck and worn due to contrast build up over time. The fse replaced the front right gantry control panel to resolve the issue. After the fse¿s service, the system is working as specified. The philips fse informed that the defective gantry control panel was scrapped. No other stuck button complaints have been received from the customer after the right panel was replaced. The activity of the fse was documented in a service work order. If the home (unload) button would be stuck engaged, there is potential for uncommanded motion of the patient support, which may result in pinching, entrapment, or removal of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). Engineering documented their evaluation. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70 80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non programmed motion is limited. The cause of the stuck button could not be determined as the bug reps / log files were not provided for engineering evaluation. However, the fse determined that the button became stuck and worn due to contrast build up over time.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore, cannot complete at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).